Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was confirmed and broken wires were found in the ribbon cable. The ribbon cable was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the camera iris on the fluorostar system was stuck affecting image quality. No patient injury was reported.